Event description:
In 08/05 the pt contacted lifescan alleging that their one touch basic enhanced meter was prompting the error 3 message. The medical affairs specialist spoke with the pt four days later to verify/obtain information. The pt explained that they had been obtaining result of 500 mg/dl and error 3 prompts intermittently on the reported meter. They described feeling dizzy and weak while obtaining results in the 500 mg/dl range. They eventually decided to go to the hosp. The hosp meter result was 510 mg/dl and they was administered insulin treatment. Pt had maintained their amaryl regiment throughout the time of concern. Pt mentioned that pt was going to see them physician to have their diabetes medication altered. There is no information to suggest that the product(s) contributed/ caused injury or medical intervention. The pt obtained relatively high results on both devices and received treatment accordingly. The customer service agent discovered that the pt had been using incorrect cleaning techniques. The csa walked the pt through proper cleaning and the meter still prompted the error 3 message. Based on unresolved troubleshooting, this complaint is being reported as a malfunction. The meter, test strips, and control solution were replaced.